Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother, betty called to report customer death. Cause of death was kidney failure, diabetes, hypertension and tobacco use. Nothing further reported.